Event description:
A consumer called to report that the pt's surestep meter was not working right. Consumer reported that the ss meter 'kind of blinked out' and 'never registered like the doctors'. Consumer reported that the pt had a (car?) Wreck because the ss meter was not working right. Consumer also reported that the pt was taken to hosp because meter was not working right. Both events reportedly occurred two years before this report. Consumer refused to provide any further info.